Event description:
This is a spontaneous case report received from a (B)(6) female consumer via regulatory authority (case# (B)(4)) in (B)(6) on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted on an unspecified date for definitive contraception. In 2011 the consumer experienced chronic pelvic pain, bleeding, chronic headache, loss of hair, nauseas, and dizziness. The stop date of events was reported as 2015, however consumer stated she was better but still had symptoms. She also stated she had been to emergency room. Essure was ongoing. The consumer considered all events related to essure. Company causality comment: this non medically-confirmed, spontaneous case report was received via regulatory authority and refers to a (B)(6) female consumer who had chronic pelvic pain and bleeding (regarded as genital bleeding) after essure (fallopian tube occlusion insert) insertion. These events are listed in essure's reference safety information. After essure insertion, pelvic pain and abnormal genital bleeding may occur. In this particular case, consumer related the events to essure and no alternative explanation was provided. Therefore, causality with the suspect insert cannot be excluded. In addition, non-serious events were reported. Although no death or serious injury was mentioned in this case; it was regarded as incident in line with health authority's assessment. A product technical analysis is being sought.

Manufacturer narrative:
Follow-up received on 17-jun-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 20-jun-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non medically-confirmed, spontaneous case report was received via regulatory authority and refers to a (B)(6) female consumer who had chronic pelvic pain and bleeding (regarded as genital bleeding) after essure (fallopian tube occlusion insert) insertion. These events are listed in essure's reference safety information. After essure insertion, pelvic pain and abnormal genital bleeding may occur. In this particular case, consumer related the events to essure and no alternative explanation was provided. Therefore, causality with the suspect insert cannot be excluded. In addition, non-serious events were reported. Although no death or serious injury was mentioned in this case; it was regarded as incident in line with health authority's assessment. The ptc results concluded unconfirmed quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs